Manufacturer narrative:
At this time, the lead remains capped and implanted. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead was surgically capped and abandoned due to high thresholds and diaphragmatic stimulation. The lead was replaced with an epicardial lead. No additional adverse patient effects were reported.